Event description:
Customer called to report an intense vibration on the insulin pump. Customer also reported a crack around the reservoir compartment as well as the back of the casing. Customer's blood glucose reading was 126 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit received with rattling vibration due to vibrator motor adhesive not adhering. Unit received with cracked case at display window corners, battery tube threads and reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.